Manufacturer narrative:
This report is submitted on september 20, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and granulation tissue at abutment site. Subsequently, the infection was treated with oral and topical antibiotics (date not reported). Granulation tissue was excised using silver nitrate. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.